Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1, ipg, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported there were high thresholds and high impedance with a possible fracture of the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.